Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) did not recharge the ipg as recommended. As a result, the ipg is unable to communicate with external devices and has become inoperable. In turn, surgical intervention will be undertaken to address the issue. The patient's ipg was implanted in approximately (B)(6) 2016.

Event description:
Follow-up revealed the patient underwent surgical intervention to explant and replace the ipg which resolved the issue. Effective therapy was reported post-operative.